Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were microscopically examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The needle exhibited amounts of intergranular failure. The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a transabdominal preperitoneal hernia procedure on (B)(6) 2019 and suture was used. The needle was broken during continuous suturing on the peritoneum. The needle fragment dropped on the peritoneum and was removed with forceps during the procedure. The patient's condition is stable. There were no adverse consequences to the patient.